Event description:
No additional info.

Manufacturer narrative:
It was reported that there was a kink in the tubing. One photo was taken by the customer which verifies the customer complaint. Due to no model, lot number or sample was given for investigation no further investigation can be conducted. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was kinked. The following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. We had an incident earlier this month, where the soft tubing set inside the pump was found twisted/kinked causing under-infusion. It was esmolol infusion, about 1 hr from infusion the pump alarmed saying the bag was emptied but the bag was not. The nurse then troubleshoot and opened the channel and noted that the stretchy part of the tubing was completely kinked/twisted inside the pump and the med wasn¿t infusing to the pt.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed